Event description:
Pt reported that he was in a car accident on (B)(6) 2011, and he believes the infusion device delivered a bolus by itself. Pt's blood glucose was 124 mg/dl at 3:15 p.m. On (B)(6) 2011. He experienced extreme hypoglycemia and lost consciousness for 10-15 minutes while driving his car. An emergency doctor tested his blood glucose at 3:30 p.m., and it was 68 mg/dl. Pt did not require stationary treatment. Pt reported he was experienced similar problems in the past, but additional details were not provided. Pt has difficulty noticing hypoglycemia. Pt did not have an infection or start new medication. And his normal blood glucose level is 120 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device and blood glucose meter were replaced and requested for evaluation. No additional details were provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all available at this time. If further information is obtained, it will be provided in the supplemental report.